Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that top of reservoir was not securing on pump. The customer reports that the battery life was diminished. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No rewind anomaly noted. Device passed self test, a21 error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no audio/vibrate anomaly/absence of alarm and unexpected battery power loss noted. Device received with cracked reservoir tube lip and the test reservoir stay locked in place noted. (B)(4).